Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an event where infusion set tubing was detached from the connector on (B)(6) 2024. The infusion set was in use for one day. The blood glucose level was high (specific value unknown) and the patient was treated with correction bolus via pump and then was given multiple daily injection (mdi). The patient replaced infusion set and cartridge and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.